Event description:
A leveen needle electrode was being used for a therapeutic ablation. When the procedure was completed, it was noted that the coating of the needle had peeled where it had come in contact with the guide needle. The pt received burns which were minor and did not require treatment.